Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history log files it was possible to detect an interruption of an infusion therapy by an air bubble alarm. After a restart of this infusion therapy 5 hours later a pressure alarm was occurred. A flow deviation could not be detected in the device history. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. A functional test was performed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values according to the specifications of the technical safety check (tsc). By an inside investigation no damages could be detected. The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): "under infusion" customer information: according to the infusion pump, more than 1300 ml of IV-nutrition had already gone, although the nutrition bag did not originally contain only 986 ml + additive 15 ml cernevit and addaven. There was still about 500 ml left in the bag at the time. Nutrition had begun at 4.00 clock in the morning , and there was no alarm at any time during the day, according to the words of the evening nurse. In the morning, once when the pressure in the tubing was too high and the cannula was folded.